Event description:
It was observed that during the device evaluation, the ultrasonic transducer of the gastrovideoscope was cut. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the ultrasonic transducer of the gastrovideoscope was cut. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.